Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, an unidentified stent reportedly got stuck in the scope. There was no patient injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that toward the end of the therapeutic ercp procedure, while the users were performing their last balloon sweep of the bile duct, a portion of the unidentified pancreatic stent was found extending from the tip of the subject device. The pancreatic stent reportedly did not dislodge into the patient's body cavity and was said to have been retrieved with an unidentified snare through the subject device without removal of the endoscope. The intended procedure was said to have been completed with no patient injury reported. The pancreatic stent was said to have been stuck in the subject device since (B)(6) 2012, and the subject device was said to have been used four times prior to the reported event. There has been no report of patient infection or cross-contamination reported. The user facility reportedly was performing pre-cleaning, leakage testing, manual cleaning including brushing of the channels, and was said to have utilized a custom ultrasonic automated endoscope reprocessor (aer) for high-level disinfection. The device referenced in this report was returned to olympus for evaluation. The evaluation did not reveal any foreign object or any abnormality inside the instrument channel. There were some scratches noted on the distal-end cover, on the insertion tube, and on the light-guide tube. This report is being submitted as a medical device report in an abundance of caution.